Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect tsh results generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided tsh reference range: 0.30 ¿ 4.93 iu/ml). On (B)(6)2025 initial test results 5.54 ¿iu/ml, repeat result 2.14 iu/ml . No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect tsh results generated on the architect i2000sr processing module for one sample. The following results were provided: (customer provided tsh reference range: 0.30 ¿ 4.93 iu/ml) (B)(6) 2025 initial test results 5.54 iu/ml, repeat result 2.14 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect i2000sr processing module, performed multiple troubleshooting procedures including replacement of the fitting kit, trigger_pre-trigger (rohs). The part replacement resolved the issue and no additional discrepant result issues have been reported since the service activity was completed. The fitting kit, trigger_pre-trigger (rohs) was determined the likely cause of the result issue. Data and information provided by the customer were reviewed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the fitting kit, trigger _pre-trigger (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the current complaint. Product labeling was reviewed and found to adequately address the issue. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial # (B)(6) was identified. All available patient information was included. Additional patient details are not available.